Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-03990. It was reported that the patient was recently involved in a motor vehicle accident. X-ray imaging confirmed one of the leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the lead was repositioned and secured. Effective therapy was established post-op. It is unknown which lead is related to the issue. Therefore, both leads are being reported.